Event description:
Boston scientific received information that this right ventricular (rv) lead was capped and surgically abandoned due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional informtion. Should additional information become available this report will be updated.